Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # m5415n.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the sterile packaging was damaged when outer box was opened. Device was never used. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Added additional information the analysis results found that a plee60a device was returned in good condition; the package was not returned for evaluation. No further investigation could be performed, as the package of the instrument was not returned. No conclusion could be reached as to what may have caused the reported incident. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.